Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide: model: ent450, 14518-5c-aw rev e 03/16. Checking your blood glucose 7 / page 96: warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patient¿s blood glucose is as follows: time bg (mg/dl): (B)(6), 6:30 pm, 148. (B)(6) normal bg levels. (B)(6), 6:00 pm, 180, 8:00 pm, 350, 10:45 pm, 434. There was several correctional boluses with a total of 20.7 units of insulin. (B)(6) 3:00 am, 186. There was insulin leaking noted at the site. Upon inspection it was noticed the cannula was bent. The pod was worn longer than 48 hours on the back. Hyperglycemia treated by patient activating new pod.

Manufacturer narrative:
The returned product was evaluated and performed as designed. The pod was found to have terminated in an hazard alarm, a safety feature not considered a malfunction. No bend or kink was observed in the cannula. No malfunction or other product conditions were found that would have contributed to the reported hyperglycemia.